Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 10. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten crimped cannula events (B)(6) 2024. The event occurred within three hours of insertion. The infusion set was inserted in abdomen. Blood glucose level reported during the event was high. The patient took correction by bolus via pump to address high blood glucose. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.